Event description:
As reported on (B)(4) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, when the treating physician was withdrawing the guidewire through the dilator, the guidewire partially unraveled. No piece of the guidewire remained inside of the patient. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).